Manufacturer narrative:
Eua# (B)(4). Initial reporter address: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing for sars-cov-2 with the bd sars-cov-2 reagents for bd max¿ system, occasional false positive results were obtained. Those specimens that were positive for n1 target, are negative upon repeat. No patient impact was reported. Eua# (B)(4). The following information was provided by the initial reporter: "customer problem: customer reports occasional false positive results while using multiple lots. Steps taken with customer/troubleshooting: customer states they do not repeat results. However, they get occasional requests for repeats and noticed that those specimens that were positive for n1 target, are negative upon repeat. Customer states they clean the instrument and racks but have not perform any em. Some of the affected runs: run 1904, lane a10 and run 1911, lane a6."

Event description:
It was reported that while testing for sars-cov-2 with the bd sars-cov-2 reagents for bd max¿ system, occasional false positive results were obtained. Those specimens that were positive for n1 target, are negative upon repeat. No patient impact was reported. Eua# (B)(4). The following information was provided by the initial reporter: "customer problem: customer reports occasional false positive results while using multiple lots steps taken with customer/troubleshooting: customer states they do not repeat results. However, they get occasional requests for repeats and noticed that those specimens that were positive for n1 target, are negative upon repeat. Customer states they clean the instrument and racks but have not perform any em. Some of the affected runs: run 1904, lane a10; run 1911, lane a6."

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (ref. 44500301) lot 1279087 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 1279087 was manufactured according to specifications and met performance requirements. Customer reported occasional false positive results and identified two specific samples. According to customer, they clean the instrument and racks but have not performed any environmental monitoring. Customer provided database from instrument ct1534 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagent¿s instruction for use. Database analysis show that the rate of positive results varied in time but did not suggest any specific issue. Moreover, data analysis did not suggest specific lots linked to potential false positive results. Manual pcr curve adjudication of the two samples identified by the customer was performed. Pcr curves analysis revealed late and low, but true amplifications, for n1 target without anomaly indicative of true positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. However, bd is unable to confirm the exact cause of the issue. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lot 1279087. The root cause was not identified. However, positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified. Bd quality will continue to monitor for trends. H3 other text : see h.10.